Manufacturer narrative:
Reported event: an event regarding disassociation involving a mrh femoral component was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: photos of x-rays undated/unlabeled. 1) ap knee: hinged implant, patella is subluxed/dislocated and alta, possible lateral plateau fracture bypassed by cemented stem. Stem tips not visible. 2) lateral knee: hinged implant, patella is subluxed/dislocated and alta, femoral stem/component is in extension, stem tips not visible. Brace on knee. 3) ap knee: hinged implant, patella is subluxed/dislocated and alta, possible lateral plateau fracture bypassed by cemented stem. Tibial stem tip not visible. Femoral stem is not connected to the femoral component (it appears disengaged not fractured), brace in place. 4) lateral knee: hinged implant, patella is dislocated and alta, femoral stem is not connected to the femoral component (it appears disengaged not fractured), brace in place. 5) ap knee: hinged implant, patella is subluxed/dislocated and alta. Tibial and femoral stem tips are not visible. Femoral stem is not connected to the femoral component (it appears disengaged not fractured). Confirmation: the disengagement of the stem from the femoral component can be confirmed by the photos. Root cause: the root cause cannot be ascertained without additional medical records and/or examination of the explant. -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided conclusion:  the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
On (B)(6), 2017, scopio ts was revised to mrh. There was no issue in march. On (B)(6), 2021, patient visited hospital since her leg was jerky. Fem component was disengaged from stem. It will be revised on (B)(6), 2021.

Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2017, scopio ts was revised to mrh. There was no issue in march. On (B)(6) 2021, patient visited hospital since her leg was jerky. Fem component was disengaged from stem. It will be revised on (B)(6) 2021.